Manufacturer narrative:
This product is registered as a combination product. The reported event of noise was confirmed. A complete lead was returned in two pieces. Final analysis found external insulation abrasions at 7.6 cm to 7.7 cm and 16.0 cm to 16.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-08678. Related manufacturer reference number: 2017865-2021-08679. It was reported that the patient presented for a generator change out procedure. Upon investigation, the right ventricle and atrial leads exhibited noise. Fluoroscopy revealed the right ventricle lead had externalized conductor cables. Additionally, the left ventricle lead exhibited failure to capture since 2016. The right ventricle, atrial, and left ventricle leads were all explanted and replaced. Patient was stable.